Event description:
This was a left-sided lead extraction to remove three cardiac leads due to cied system/pocket infection. The cs lead (bsc 4513 lv lead, implanted 161 months) was removed with lead counter-tension only. The ra (mdt 5076 pacing, implanted 161 months) and rv (bsc 0125, implanted 161 months) leads were prepped with lld-ez locking stylets and a 14f glidelight laser sheath was used to extract the leads successfully. About 15 minutes after the extraction, the patient's blood pressure declined. Heart borders were checked with marked reduction in movement. The patient was transferred to the cardiac or and a sternotomy was performed. A 1cm hole in the high lateral svc and above the ra was found and repaired. Throughout the event, the patient maintained an adequate heart rhythm and blood pressure so he was not placed on bypass during the repair. The patient survived the injury and was released from the hospital on (B)(6) 2015.